Event description:
We have a problem with the biogel sterile gloves leaking. We have noted the leak in the biogel latex glove size 7, lot# 13 h120, ref# 30575 and size 7.5, lot# 13 h167, ref 30570. There is no obvious hole in the gloves but the mds have noted spotting of blood on the inside of the gloves post use. The gloves were used during a cardiac catheterization on (B)(6) 2014. After the procedure, the two mds who performed the procedure noted the sterile gloves had leaked. There is no obvious hole in the gloves but the mds noted the blood on the inside of the glove. Upon further investigation they stated they have noticed these glove leaking on 3 to 4 prior occasions.